Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. This patient also has another related event; (B) (4). Through follow up with the health care provider (via fax), additional information and the operative report was received. Unfortunately, the cause of death was not provided, nor could it be learned from the information provided. The device is not available for evaluation, as the device was not explanted. The device the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. On 04/07/2010 (through follow-up with the health-care provider), a response was received. Unfortunately, the cause of death was not provided. On 04/09/2010, it was learned, via phone call, that the patient expired on (B) (6) 2010. No additional information was provided.